Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the blower mister was not receiving consistent co2 flow as the meter needed adjustment to regulate properly. The same device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question.